Event description:
A hosp in (B)(6) reported that a hairline crack developed in the base of an mr290hfv chamber, resulting in a water leak. The hosp stated that they are having a general problem with cracking mr290hfv chambers. No pt consequences were reported.

Manufacturer narrative:
(B)(4). The complaint device is currently en route to fisher & paykel healthcare for eval. We will provide a f/u report upon receipt of the device and completion of our investigation.